Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that an ¿unable to proceed¿ condition occurred during a supply change on an insulin delivery system using a contact detach infusion set, and the issue had been ongoing since the prior supply change; a dry run after removing and replacing all supplies proceeded successfully, consistent with a delivery failure and a device alarm or malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a failure to infuse associated with signal loss, and the suspected component implicated by established mappings was the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.